Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 131 mg/dl at the time of the incident. The customer stated that the reservoir compartment had a crack and that the display had a crack as well. Troubleshooting was provided. The reservoir was able to lock in but it was loose. The customer was advised to discontinue use of the insulin pump and revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed displacement test. Insulin pump was received with cracked lcd window, cracked case at display window corner and partially broken reservoir tube lip.